Manufacturer narrative:
The insulin pump passed self test, a21 error test and displacement test. No unexpected a21 alarms noted. No a17 alarms noted. However, the insulin pump was received with minor scratches on the lcd window, scratches on the reservoir tube window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported he was receiving error alarms on the insulin pump, including unexpected restart errors and customer had received more than one signal too low alarm. The insulin pump was snot stored or not in use for an extended period of time. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and declined to return the product for analysis.